Manufacturer narrative:
The customer attempted to troubleshoot by splicing the tubing together. A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced the reagent side wash station waste line and no further issues occurred.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that a tube broke in the hydro area of the synchron cx5 delta chemistry analyzer, causing fluid to spill out. No injury or operator exposure was reported for this event.